Manufacturer narrative:
The root cause of the reported issue could be traced back to defective mass flow controllers for air. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The defective component have been replaced and the gas blender has been tested without showing further deviations. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in montreal, canada. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system had an issue related to a discrepancy between the measured and set gas flow values during maintenance activity. The calibration values were out of specification at 9 lpm. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device. It was inspected, air valve replaced and calibration performed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.